Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 392 mg/dl. The customer was treated with a bolus. The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was 44 mg/dl. The customer was treated with juice. The customer declined to troubleshoot for the high and low blood glucose. The customer change out her set.